Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation and had no programming options available. No additional adverse patient effects were reported.